Event description:
A cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump equipped with updated software. The customer was instructed on how to store and return the defective pump and acknowledged the steps required upon receiving the new pump. The customer planned to use multiple daily injections as a backup therapy during this transition.